Event description:
Found during routine testing. It was reported that the device would not completely boot up and was inoperable. There was no pt associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly in the failure analysis center and determined that root cause for the reported problem was an ic chip, designator u8.